Event description:
It was reported that a titanium adapter disconnected from the catheter; further described as "the titanium joint and catheter fell off." This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event, however the patient was provided antibiotic treatment. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including was performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available a supplemental report will be submitted.